Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added d4 (expiration date), d6 and h6 (patient and device codes). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6 patient code: no code available (3191) used to capture the patient code device revision or replacement, blood heavy metal increased and limb asymmetry. H6 patient code: injury (2348) used to capture the patient code bone injury.

Event description:
After review of medical records, multiple clinic visits report metallosis, elevated metal ion levels, pain and functional disability. The patient was revised to address metallosis and pain. Intraoperatively, there was a large, straw-colored, slightly opaque effusion within the joint with obvious metallosis reactive tissue, metal debris at the femoral neck in articulation with the metal ball, cystic and osteolytic lesions and a small break of the integrity of the acetabular ring posterior inferiorly associated with the osteolytic lesion. The patient was about 6-7 mm short preoperatively. Doi: (B)(6) 2007 - dor: (B)(6) 2019 (right hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this patient had a depuy pinnacle cup, metal insert, summit stem and metal head implanted during the original surgery. The surgeon revised this patient for metallosis. A stryker cup was implanted with an mdm liner. A 28 revision ceramic head was used on the summit stem along with a stryker poly head for the mdm cup. Doi: unknown. Dor: (B)(6) 2019; right hip.